Event description:
(B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019 and (B)(6) 2019, blood glucose level was 164 mg/dl and the infusion set fell off because of sweat while she was gardening outside. It was also reported that the infusion set's tubing came apart at the tubing connector while the patient was planting in the garden. The site location was at patient's left side and the pump was in the back pocket. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.